Event description:
Patient is a smoker, with primary disease of subacute myocardial infarction. Medical history includes hyperlipemia, hypertension and diabetes. On (B)(6) 2017 the patient developed recent myocardial infarction (rmi). On (B)(6) 2017 resolute integrity drug eluting stents ((B)(4)) were implanted to treat lesions in the rca aha#1 and lad aha#6, exhibiting 100% and 99% stenosis. There was no damage noted to the device packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. The lesions were pre-dilated. Negative prep was performed with no issues. Resistance was not encountered when advancing the devices and excessive force was not used. Both stents were implanted successively, (B)(4) in the rca and (B)(4) in the lad. The lesions were post-dilated. Post-op, no stenosis remained and the stents were observed as being fully engaged with an angio-graphic catheter. On (B)(6) 2018 during hospitalization, an electrocardiogram (EKG) indicated the presence of a ventricular fibrillation (vf) wave. An angiographic catheter was then inserted and revealed stent thrombosis. A procedure was performed to treat the thrombosis using a 3.5 mm plain old balloon angioplasty (poba) device. Percutaneous cardio pulmonary support (pcps) was used but the patient was weaned from pcps a few days later. The patient is reported to be currently recovering. The patient is prescribed aspirin on an on-going basis. No other medications are listed in the patient's treatment notes. The physician has reported that pci was performed as usual however, the physician seldom uses resolute integrity and usually uses another different stent. Although it was hardly considered that the event occurred depending upon stent, one of factors that may have led or contributed to the event was a stent issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.